Event description:
It was reported that there was a surging sensation. The patient had the spinal cord stimulator system for low back pain and reflex sympathetic dystrophy (rsd) in both legs. It was noted that stimulation sensation increased so that it was uncomfortable and then it would feel as though her stimulation had shut off. It was further noted that if the patient checked the implantable neurostimulator (ins) with the patient programmer during these events, the voltage of the stimulation had not changed and the stimulation had not actually turned off but that was how it felt to the patient. The surging and loss of stimulation sensation were sometimes related to the patient¿s position or activity but not always. Patient had felt surging in different areas such as the legs and ribs. Stimulation settings were fairly low. Symptoms/event had occurred following implant, the patient had had there stimulation issues since implant. Stimulation coverage had never been good since implant. The patient had leads in the thoracic and lumbar areas and the ins was placed in the left buttock. It was noted that the patient had had these stimulation issues when using the adaptive stimulation and when using the manual mode. The patient had been reprogrammed multiple times since implant using many different programming variations but none had addressed the surging stimulation or loss of stimulation sensation. The patient had had one event where stimulation had surged up high while she was walking but had not had the patient programmer with her so she was unable to address the issues until she had gotten the patient programmer. Impedance measurements were normal and always had been. The lead was x-rayed and no migration was observed. There were no falls or traumas since the patient had the implant. Since (B)(6) 2014, the diary showed that the patient had used stimulation about 4.5 hours and lifetime use was 653 hours which was just over 27 days. Patient had used stimulation for 4 hours since (B)(6). Patient would get some benefit right after being programmed for a day or 2 after wards and then she would start to have stimulation problems. The patient was concerned the ins was malfunctioning. Additional information received reported that the patient was not happy with their therapy, even after being reprogrammed. No intervention was planned at this time as far as the manufacturing representative was aware. No additional information.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was no cause of the event and it occurred when ¿walking.¿ it was noted that the event was attributed to the implantable neurostimulator (ins). It was noted that ¿immediate sporadic shocking programs.¿ it was noted that the event was unknown. It was noted that shocking program occurred ¿no spontaneously.¿ it was noted that it was unknown ¿if surgery.¿ it was noted that reprogramming was done various time with ¿not good¿ results. It was noted that the patient experienced shocking sensations. It was noted that the patient did not require hospitalization due to the event. It was noted that the patient outcome was no injury.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4)